Event description:
The patient was getting diminished effects; had pain at the lead/extension site; and the battery would lift when he turned his head. The extension was replaced; it was unclear which extension was replaced. See manufacturer's report # 3004209178200904335.